Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, while removing a penumbra system ace 68 reperfusion catheter (ace 68) out of the penumbra system ace 68 reperfusion catheter kit, it became kinked at the hub. The ace 68 was kinked prior to use and therefore was not used in the procedure. The procedure was completed using a new ace 68.